Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there was an episode of crosstalk. The device was reprogrammed and the patient was stable. Further information was requested but was not available.